Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by the provider that they had a patient with a powerpicc provena that was placed a few weeks ago. When removing the PICC from the patient, the pic was stuck and had adhered to the vessel wall. Provider states the fibrin had built up around the catheter causing it to get stuck to the vein wall. Informed provider the PICC catheter adhering to the vessel wall is uncommon. There are few reports of vad adhering to the vessel walls, I am unsure of any occurrence with the powerpicc provena specifically. We do not have specific recommendations for how to remove a PICC when stuck or adhered to the vessel wall.